Manufacturer narrative:
Additional narrative: implant failure occurred at an unknown date in 2022. 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, a revision procedure for distal femur plating was performed. The patient was non-compliant and walked on the construct too early and fixation failed. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. No further information is available. This report is for an unk - screw: trauma. This is report 3 of 4 for (B)(4).